Manufacturer narrative:
Two pictures of the product were received for analysis. From the pictures, it could be seen that the roller clamp was inverted. After picture evaluation and pfmea rmp 1028 rev. 004 "risk management plan for d-60hl and di-60hl" review; the most probable root cause for this condition is due to a manufacturing error. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions were implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. (B)(6).

Event description:
Information was received indicating that a smiths medical disposable had the roller clamp attached upside down. There was no reported adverse events and no patient injury.